Manufacturer narrative:
(B)(4). Batch # m54m4c. The analysis found that one gst60d cartridge reload was received for analysis in good visual condition. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Pictures provided were reviewed and a revised detail of the pictures showed that the issue reported is consistent with analysis findings of the returned device. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, only one of the three staple lines on the specimen side of the cartridge fired properly. The other two staple lines are still in the reload. It was unknown which firiing this was with the stapler, but it was not the first or last firing of the procedure. Buttressing material was being used. Procedure was completed with the same stapler. There were no patient consequences reported.